Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015 patient underwent balloon kyphoplasty for vertebral compression fracture at l2. Intra-op, balloon ruptured below 400 psi and 4cc specifications during inflation. Product came in contact with the patient. No patient complications were reported.